Event description:
It was reported resistance occurred when the non-(B)(6) microcatheter was used to deliver the interlock 18 system. After replacing with another of the same device, the release was normal, and the procedure was completed. The patient condition following procedure was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).